Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 (linenumber=672 filenumber=39) fatal alarm confirmed in the history files on (B)(6) 2025 at 14:40:32.000. The test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and broken belt clip rails. Alleged critical pump error (open book image) alarm confirmed because of fatal pump error 55 alarm. Pump error 55(linenumber=672 filenumber=39) alarm confirmed on the pump history files due to pump error 55 (internal flash crc) was generated on main mcu since the factory parameter crc was not valid- suspecting the hw. Alleged cosmetic damage confirmed where broken belt clip rails were noted. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip damage. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.